Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. As received, the monitor failed incoming functional testing. Upon evaluation, the r781 resistor was defective on the computer / analog (ca) board. The cause of the incoming test failure is the defective resistor. The root cause of the defective resistor cannot be positively identified. The damage, however, is consistent with external defibrillation. There is no evidence to suggest that the defective resistor caused or contributed to the patient's death as the patient was in a nontreatable rhythm at the time of death.

Event description:
During servicing of a monitor which was returned for investigation into a patient's death, an unrelated reportable problem was found. The monitor failed incoming functional testing.